Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a scratched/damaged display and had read inaccurately high. The patient indicated that the alleged meter issues started about a month ago at unspecified times. On an unspecified date/time, the patient obtained a reading of "208 mg/dl." The patient took an increased dose of medication for her diabetes. She took 6 units of humalog insulin. An unk time after, the patient developed symptoms of perspiration, and feeling tired and confused. The patient denied receiving medical intervention from a health care provider and was not tested on another device. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged the meter read inaccurately high, took insulin, and developed symptoms suggestive of hypoglycemia.